Event description:
One patient sample with discrepant sodium results. Initial result 120 mmol/l, repeat 134 mmol/l. The initial result was not reported. The field service representative was unable to determine a cause for the discrepancy.